Event description:
It was reported that a revision surgery was performed due to fracture of the modular knee stem at the taper junction.

Event description:
It was reported that a revision surgery was performed due to fracture of the modular knee stem at the taper junction.